Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure (rhf) on (B)(6) 2025 and re-admitted (B)(6) 2025, with peripheral edema as a symptom. The rhf was noted to be unrelated to the device and due to the patient's underlying disease. The patient was given pharmacological treatment for the rhf.

Manufacturer narrative:
Section d4: model and catalog numbers corrected section e1: reporter email was not available section h6: clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.